Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from september 26, 2012 to september 27, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its flow restrictor. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no signs of physical abnormality. A functional leak test was performed and no evidence of leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.